Manufacturer narrative:
The screw was damaged to the point that most of the original dimensions could not be determined. Damage was consistent with excessive torque. Evaluation determined the event was most likely due to excessive torque and the screw possibly fractured in torsional overload.

Event description:
It was reported that patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2015. During the procedure, the washerloc screw fractured during implantation. Another washerloc screw was used to complete the procedure. As a result, patient retained the fractured fragment of the screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "correct handling of implants is extremely important." Under possible adverse effects, number 2 states, "bending or fracture of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.